Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The steerable guide catheter (sgc) was prepped per IFU. The sgc went through the septum and after crossing, the device was placed in the stabilizer. Then, the dilator was pulled back with guide wire into the dilator. Both were pulled at the same time. After the guide wire and dilator were removed, a loss of fluid column was observed at the hemostasis valve. Multiple steps were performed to aspirate the air. The device was positioned and dropped below waistline. The device aspirated and was getting a good return, but once it was lifted up, a loss of column was observed again. The decision was made to remove and replace the device. The procedure ended with one clip and and grade <1 mr . There were no adverse effects to the patient or clinically significant delay.

Manufacturer narrative:
All available information was investigated and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed due to the air. There is no indication of a product issue with respect to manufacture, design, or labeling.na.